Manufacturer narrative:
The initial MDR 2432235-2016-00123 was filed on 3/10/2016. Correction: in the initial MDR the date of event was indicated as (B)(6) 2016. The customer has informed siemens diagnostics on (B)(6) 2016, that the correct date of event is (B)(6) 2016.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932 (B)(4) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.

Event description:
The customer has observed that linearity claims are not being met for the triglycerides_2 concentrated assay when using reagent lot 348297 and 359932 on the advia chemistry 1800 instrument. Based on the data generated the customer has observed that the assay is not linear above 300 mg/dl. The customer performed tests comparing neat, diluted, and manually diluted results on patient samples. None of the results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the failed linearity claim for the trig_2 assay.

Manufacturer narrative:
The initial MDR 2432235-2016-00123 was filed on march 10, 2016. Follow up MDR 2432235-2017-00123_s1 was filed on march 17, 2017. Corrected information (5/5/2017): upon further review of the complaint it was noted that the date of this report and date received by manufacturer was listed incorrectly in the initial MDR as 2/29/2016. The correct date is 3/3/2016. In addition it was indicated in describe event or problem of the initial MDR that results were not reported to the physician(s). The initial results were not reported to the physician (s), but corrected results were reported to the physician(s).